Event description:
Information received by medtronic indicated that the insulin pump had a damaged battery compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring - black. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. Pump passed rewind test. Pump alarmed pump error 37 during prime/seating test. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to failed prime/seating test. Pump error 37 alarmed during testing on (pump date) nov 15, 2021 at 21:12. This is due to moisture found on the motor slide and home switch. The electronic assemblies and motor assemblies were inspected and moisture damage was found on the motor slide and home switch. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where cracked battery tube/threads were noted. Additionally, pump error 37 occurred during prime/seating test, caused by dried moisture on the motor home switch as well as the motor slide. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring - black. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. Pump passed rewind test. Pump alarmed pump error 37 during prime/seating test. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to failed prime/seating test. Pump error 37 alarmed during testing on (pump date) (B)(6), 2021 at 21:12. This is due to moisture found on the motor slide and home switch. The electronic assemblies and motor assemblies were inspected and moisture damage was found on the motor slide and home switch. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where cracked battery tube/threads were noted. Additionally, pump error 37 occurred during prime/seating test, caused by dried moisture on the motor home switch as well as the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.